Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. The customer reported that the device was displaying b30 scope communication error code when connecting any scope. Technical assistance center (tac) provided remote troubleshooting, and the customer had already attempted cleaning the connector, but the issue persisted across multiple scopes. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source had the error b30 during inspection for use. There were no reports of patient involvement.